Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The unit was not in use at the time of the reported event. The customer reported to the field service engineer that a company that does routine work fixed the issue. It was costing the facility more in rental than waiting on the service time. Therefore, the facility purchased the part and repaired the issue rather than waiting for the service repair. Additionally, multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. No other anomalies were reported.

Event description:
The customer reported that the nav-ring was not moving. The device was evaluated by the customer and the remote service engineer. The reported problem was confirmed by the customer.